Manufacturer narrative:
Physician's name is (B)(6).

Manufacturer narrative:
The reported complaint of could not fully insert the right ventricular lead into the v-connector was confirmed in the laboratory. The device was tested on the bench and found rv-setscrew was blocking lead insertion into the v-connector. When the setscrew was backed out from blocking the connector port, test leads could then be fully inserted into the v-connector. No anomalies were found.

Event description:
It was reported that during implant the patient's right ventricular lead could not be inserted into the right ventricle port on the pacemaker's header. The pacemaker was replaced. The patient was stable.